Manufacturer narrative:
The manufacture date of the cable is unknown at this time.

Event description:
It was reported to covidien that the cable failed mid-procedure during a critical operation, and resulted in no readings being given. The cable was replaced from the pre-amp to the sensor and the system worked fine; however, there was a few minutes of delay in the operation while the cable was being replaced. Covidien is reporting this incident to the FDA due to information from the customer that there was a delay in the operational procedure while a cable was replaced. There was no harm to the patient.